Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer became jammed. The customer rebooted the station and attempted a drawer recovery, but the drawer continued making latching noises. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer jammed and latching. A field service engineer powered down the unit, removed and replaced the u link in auxiliary drawer 1, reassembled the components, and confirmed the issue was resolved. The system functioned as intended after the field service engineer repaired the device.